Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a problem with the graphical user interface (gui) backlight display. Additional information has been requested.

Manufacturer narrative:
(B)(4). Service engineer (se)replaced the gui printed circuit board (pcb) and backlight inverter pcb. The ventilator passed all test.

Event description:
It was reported that the ventilator graphical user interface (gui) display was pixelated during preventive maintenance. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
A backlight inverters printed circuit boards (pcb¿s) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.